Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number pdz348, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 05/08/2020. Additional information: d10. H3 evaluation: one open sample of product was received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. The suture was examined, and no breakage suture was found. However, the two sides of the fixation tab were broken. The product contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, no suture breakage was found.